Event description:
A nurse reported cutting failure in the initial use of a knife during a cataract with iol (intraocular lens) implant procedure. The case was able to be completed without pt harm.

Manufacturer narrative:
Samples have not yet been received for eval. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to company acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).